Event description:
The hospital reported that during an endoscopic vein harvesting procedure and upon unpacking the vasoview hemopro endoscopic vessel harvesting system, the jaws were "damaged" right out of the packaging. The device was set to the side and a new device was used to complete the case. No pt complication was reported. The product will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater was lifted up and shifted to the side somewhat. There were no signs of clinical usage, and no evidence of blood. Based upon the received condition of the device, the reported complaint was confirmed. Internal file number - (B)(4).